Event description:
Pt being treated for left lateral epicondylitis: the path had exposed metal. This caused a burn, slightly smaller than a dime. Upon examination, wound had scabbed over and no signs of infection. Pt reports no pain. Location where event occurred: outpatient treatment facility - physical therapy.